Event description:
It was reported that during a remote follow up, loss of capture was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.